Event description:
Patient reported obtaining back-to-back glucose result of 56 mg/dl, 57 mg/dl, 414 mg/dl, and 54 mg/dl, while using the suspect device . Patient indicated that, at the time the results were obtained, she was feeling like blood glucose was low. Patient self-treated by drinking juice and eating glucose tablets. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.